Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via analysis of the submitted log file. The submitted log files contained approximately 19 days of data combined ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log files captured the driveline being briefly disconnected on (B)(6) 2023 at 14:49:29. The driveline was reconnected on (B)(6) 2023 at 14:49:34, and upon reconnecting the driveline the pump ramped up to the set speed without any issues. No other notable alarms were observed in the log files. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The system controller was not returned for analysis. Multiple attempts were made to determine if the cause of the driveline disconnect alarm was determined; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect and pump off alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the document states that if the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. This section also states that the backup battery inside the system controller will not start a heartmate 3 lvad if both of the system controller¿s power cables are disconnected from a power source. The user is instructed to always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files captured a driveline disconnect at 2:49 pm on (B)(6) 2023. The pump was off for approximately 5 seconds. The log file review confirmed that it was a true driveline disconnect resulting in multiple alarms as well as a brief pump stop on (B)(6) 2023. The pump did resume normal operation once the driveline was reconnected to the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Related MFR: 2916596-2023-07632.